Event description:
I had breast cancer in 2011 and had reconstruction with an implant (mcghan 150 expandable implant. Lot number 2091675. Serial number (B)(4)). I have had some fluid removed and waiting results but I think I have bia-alcl. Should I be tested for cd30? The consultant mentioned alcl to me. They arranged a MRI for me on saturday (B)(6). I want to ask, has my implant been recalled? Please can I be contacted on my mobile number (B)(6). Thank you for your time miss (B)(6). Still waiting on text results. FDA safety report ID #: (B)(4).